Event description:
A dialysis clinic reported that a machine removed fluid from a pt in excess of the goal set. The goal for wt loss was 8.7 lbs.; the actual weight loss was 9 lbs (accounting for 1000 cc fluid replacement post-treatment). The pt became hypotensive and symptomatic during treatment but symptoms were relieved with the fluid replacement. He typically becomes hypotensive during tx. The pt was discharged to hospital rather than to home because his vascular access became clotted and required a 2-day hospitalization for a declotting procedure. It is not known what relation, if any, the reported clotting may have had to the dialysis machine or treatment. The machine was investigated at the clinic by the MFR's technician and no malfunctions were found.